Event description:
Boston scientific received info that during the implant of a non-guidant epicardial left ventricular (lv) pacing lead, the lv lead was inserted with no apparent complications. After the lead was removed to retest thresholds, the distal setscrew would not loosen. It seemed as if the lv lead was not fully inserted at first attempt, and then upon reinsertion, the distal setscrew would not loosen with multiple attempts with fixed and torquing wrenches. Another model guidant device was implanted with no report of adverse pt effects.

Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, the device was thoroughly inspected and analyzed. The device was then put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. This device is included in the 2007 shortened replacement window, and the 2006 low level current advisory populations. This event will be reopened and updated if additional info is received.